Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the last check of this cardiac resynchronization therapy pacemaker's (crt-p) battery life status showed two months left. However, the recent check showed six to nine months left in battery life status. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that this device was explanted. No additional adverse patient effects were reported.